Manufacturer narrative:
Waiting for arrival and analysis of explanted devices.

Event description:
Patient felt that the device was uncomfortable at the pocket site. Also, was feeling better even after the device was turned off. Decided to just have it removed. Procedure completed with no complications and patient went home the same day. Device was saved for evaluation.

Manufacturer narrative:
Patient felt generalized discomfort at device pocket site and requested explant. Analysis of explanted devices showed no anomalies in either the ipg or leads. No further action to be taken.